Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotalink plus and rotawire drive were selected for use in a percutaneous coronary intervention (pci). Due to the non-passage of intravascular ultrasound (ivus), the first ablation was performed. The rotation speed was down by 5,000rpm. Then, an attempt was made to remove the burr, but it could not be removed. The burr was stuck in the rotawire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. There were a significant resistance encountered during removal. The procedure was completed with a 1.75mm burr and rotawire devices. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.